Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID: 8709sc, serial/lot #: (B)(4), ubd: 24-apr-2014, UDI#: (b)(4. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (20 mg/ml at 2.123 mg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain, spinal pain and failed back surgery syndrome. It was reported that the catheter was fractured at the pump pocket site. It was also out of the intrathecal space and coiled in the pocket at the insertion site. It was noted that the patient had been participating in "active and aggressive yoga" for some time prior to the issue. The catheter was replaced. The issue was considered resolved. No patient symptoms were reported. The patient's weight was unknown. The patient's status at the time of the report was alive; no injury. No further complications were reported.